Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading is 46 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised customer the insulin pump requires replacement. Nothing further reported.

Manufacturer narrative:
Motor error alarmed during rewind and error alarm found in history file due to corrosion on the motor home switch. No moisture damage found on electronic assembly. Also, the insulin pump was received with protruded/loose drive support disk.